Event description:
¿It was reported that the patient was originally scheduled to undergo a 3-level plif. However, excessive bleeding during the surgery led to the cancellation of the third cage placement and plf was performed instead. No damage with blood vessels was confirmed. Bleeding amount was more than usual from the points of decompression and ostectomy. The surgeon commented that the incident was not considered to be caused by instruments. The surgical time was extended due to the incident. (Time frame was not provided)¿ no additional patient information was provided.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.